Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during functionality testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected downstream occlusion, which was reproduced. The device was tested and was observed that the pump would not detect a downstream occlusion on the medium and high downstream occlusion detection alarm settings. The failure was reproduced multiple times and it was confirmed that the pump would not build downstream pressure higher than 6.99 psi. Baxter's engineering investigation found the door hook shims were removed from under the door hooks which caused the device to not detect occlusions distal to the pump. It was also determined that the unauthorized repair occurred while the device was not at baxter. The customer reported undetected occlusion was a result of unauthorized repair activity performed outside of the baxter medina facility. The door was disassembled and returned to service to be calibrated. This unauthorized repair/service performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."